Event description:
The left femoral artery was accessed using an 18g needle. A .035 180 angled hiwire was advanced through the needle. Needle was exchanged off the wire and a 6f sheath was advanced over the hiwire into the artery. Sheath dilator was removed and a 5f pigtail catheter was advanced over the hiwire. Hiwire was removed from the catheter and the vascular surgeon noticed that the distal wire coating was stripped off of the hiwire. The plastic coating was visualized under fluoroscopy in the left iliac artery. It was snared and removed without further complication. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. This product line is manufactured, packaged and sterilized by a cook vendor. An examination of the returned device shows coating missing from the distal end of the wire guide. Under magnification (7x) the sheared portion of the coating appears to have a bevel shape. This may be an indication of damage from contact with the needle bevel. The IFU cautions "a sharp edge may scrape the coating or shear the wire guide." We will continue to monitor for similar complaints.